Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a smell of smoke from a vs4 . It is unknown if the device was in use on a patient. Additional information has been requested.